Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Blood glucose at the time of the incident was 400 mg/dl. It was stated that the customer received insulin flow blocked alarms with three infusion sets. Blood glucose value at the time of the call was 280 mg/dl. Customer declined troubleshooting and indicating that was not using the insulin pump and treated with manual injections. The product will not be returned for analysis.